Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of catheter-guide break.

Event description:
It was reported to boston scientific corporation that a naviflex rx delivery system was used in the biliary tree to treat stones during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the stent could not be deployed as the guide catheter was pushed off and remained inside the stent and was completely detached from the delivery system inside the patient. Subsequently, the broken guide catheter was removed using biopsy forceps. The procedure was completed with another naviflex delivery system. There were no patient complications reported as a result of this event.